Event description:
It was reported that-while calling about a damaged belt clip-the customer was suffering from low blood glucose. At the time of reporting her blood glucose level was 50mg/dl, which she was treating by eating a popsicle. Troubleshooting suggested that her insulin pump was working properly. Customer further advised that she was eating jello with sugar and marshmallows, and declined further assistance regarding her low blood glucose. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.